Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/2 of automated peritoneal dialysis therapy. Reportedly, the hp had disconnected transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy. When the hp returned, the machine was in the following drain and was alarming. The hp then reconnected to the setup. Baxter's tsc assisted the hp's spouse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp.